Event description:
The user facility reported that their reliance vision 1327 cart and utensil washer/disinfector leaked steam and water onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and learned that during the time of the reported event, the 1327 cart and utensil washer/disinfector alarmed "chamber pressure abnormal." The employee who heard the alarm, did not follow the general troubleshooting activities outlined in the reliance 1327 operator manual as they activated the e-stop button prematurely stopping the cycle before the drying phase was initiated. After the e-stop button was pressed, the employee opened both doors to the unit resulting in the reported event. The 1327 cart and utensil washer/disinfector operator manual states, "press alarm reply on touch screen to stop alarm buzzer and acknowledge displayed alarm message, abort cycle, if condition reoccurs, contact steris." While onsite, the technician found that the shaft of the pneumatic cylinder was damaged. The pneumatic cylinder controls the drying air distribution within the unit's drying damper. As the cylinder was damaged, the drying damper did not open when the exhaust and drying fans were activated resulting in the reported excess steam. The technician replaced the pneumatic cylinder, exhaust vent, and drying damper. The unit was tested, confirmed to be operating according to specification, and returned to service. The1327 cart and utensil washer/disinfector is not under a steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. The technician counseled user facility personnel on the proper use and operation of the 1327 cart and utensil washer/disinfector, specifically the importance of following the process outlined in the operator manual. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.